Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging the black line on the meter keeps bouncing from "eng" or "esp" without the customer touching the buttons and the meter keep cycling through the code when she is trying to test. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.